Manufacturer narrative:
Unit received with unexpected low battery alert less than 1 week and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery running low due to lots of battery changed. Customer blood glucose level was 8.5 mmol/l. The device will be returned for analysis.